Event description:
A caller reported experiencing a continuous glucose monitoring (cgm) error, specifically error 42, with their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with comprehensive instructions for resetting the pump, and after completing the pump reset, the error did not recur. The caller was able to successfully start their sensor session.